Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the right side of sheath broke off at hub during removal. The sheath was removed in its entirety with the catheter and with the guidewire in one of the lumens. There was no patient injury or harm.

Event description:
It was reported the right side of sheath broke off at hub during removal. The sheath was removed in its entirety with the catheter and with the guidewire in one of the lumens. There was no patient injury or harm.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.